Event description:
It was reported that during the procedure the hex driver did not disengage from driver, and the ao connect has completely snapped. No injuries or delays reported. No more information shown

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The hex driver would not disengage from the chuck. The chuck end fractured off of the handle with the driver still attached. The chuck end had significant damage from repeated impacts. The devices were manufactured in 2009 and 2014 and exhibit signs of extensive wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.